Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('right fallopian tube with mild acute and chronic inflammation'), uterine perforation ('essure on the left side was actually protruding through the uterus on the left side'), embedded device ('imbedded metal coil material along the left comua wall') and pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 12249114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, uterine perforation, embedded device, pelvic pain, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered embedded device, menorrhagia, pelvic pain, salpingitis, uterine leiomyoma and uterine perforation to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('right fallopian tube with mild acute and chronic inflammation'), uterine perforation ('essure on the left side was actually protruding through the uterus on the left side'), embedded device ('imbedded metal coil material along the left comua wall') and pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 12249114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, uterine perforation, embedded device, pelvic pain, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered embedded device, menorrhagia, pelvic pain, salpingitis, uterine leiomyoma and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.